Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The customer¿s current blood glucose value was 124 mg/dl. The customer did not provide information about symptoms of high blood glucose value. The customer was treated with food. Customer declined for troubleshooting. No further patient complications were reported.